Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification was received after the cartridge was loaded with 200 units of insulin. Customer successfully added more insulin and the cartridge loading step was completed. There was no reported impact to customer's blood glucose.